Event description:
On (B)(6) 2013, a patient contacted animas reporting that the down button on their keypad was intermittently unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow button was found to be intermittently unresponsive and required multiple button presses to elicit a response; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned at this time to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.